Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump fell and hit the ground causing display screen to go blank. Customer reported that drive support cap appeared normal customer also reported that insulin pump was making a high pitch noise. Customer's blood glucose was unknown. Customer reported of being hospitalized from taking antibiotics for an infection and was not due to high blood glucose. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the functional testing due to the display anomaly. Unable to verify the high pitch noise due to the display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window. The drive support disk was inspected and no anomaly was noted.